Event description:
Customer reported she received a reading of 495 mg/dl which was higher than she felt on her omnipod pump which uses freestyle test strips. In addition, she reported receiving imprecise omnipod meter readings of 469 mg/dl and 145 mg/dl within a ten min timeframe. When plotted on the parkes error grid, the results fell within the 'c' zone showing the difference between the values are clinically significant. The omnipod pump system utilizes an integrated freestyle meter. There was no report of death, serious injury or mistreatment associated with this case.

Manufacturer narrative:
The test strips have been requested back for investigation and a follow-up report will be submitted once results are available.